Event description:
A malfunction alarm was reported with code malf 0, but no notable events occurred prior to the incident. Customer's blood glucose level did not exceed 500 mg/dl, and the pump was reset successfully without the code recurring. The customer was advised by technical support on how to reset the pump and was informed to continue using the pump, with instructions to call back if the issue recurs.